Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the ipg and lead was removed and replaced. Postoperatively, the patient is receiving effective stimulation.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the stimulation is decreasing on its own. Lead diagnostics indicated multiple high impedances. Reprogramming was unable to resolve the issue. Surgical intervention may be pending to address the issue.